Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the site reminder did not enunciate at the appropriate time. There was no reported impact to the customer's blood glucose level. Tandem technical support helped customer with changing site reminder settings.